Manufacturer narrative:
An event regarding disassociation of the trident constrained liner involving a trident 0 deg constrained insert 22e was reported. The event was confirmed. No material or manufacturing defects were observed. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. While the material analysis report noted evidence of impingement, this cannot be confirmed as a root cause with the limited information provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients' left hip was revised due to dislocation.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the patient's left hip was revised due to dislocation.